Event description:
An interventional guide wire became 'lodged' within the blockage of a coronary artery. When the physician pulled back on the wire to remove/reposition it, the wire disassembled and part of the wire was unrecoverable.